Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, when the sheath was inserted into the heart and the non-abbott ablation catheter (intellanav stablepoint) was inserted, it was noted that blood leaked from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath. Air contamination into the patient has not been confirmed. The only products inserted directly into the hemostasis valve were the included dilator and non-abbott ablation catheter (intellanav stablepoint). No additional venipuncture was performed due to sheath replacement.